Manufacturer narrative:
Investigation summary:a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reported 1 false negative sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed positive through pcr testing. Attempts were made to contact the customer for more information. The customer was unresponsive.